Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The atp board was replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed. Product return requested.

Event description:
A site representative, radiographic technologist (rt), reported that there was a loud beeping noise coming from the imaging system and it would not pass initializing stage. The system was rebooted several times without resolving the issue. There was no delay of therapy or patient impact as this occurred outside of a procedure.